Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. As the md was inserting the iab into the saf sheath, the iab became stuck. As a result, the md removed the iab and the safe sheath as one unit. A second iab was opened and prepped and the md inserted the teflon sheath into the same insertion site and was able to insert the second iab successfully. There was no reported patient injury. The delay in therapy was "until iab was removed and another iab was inserted successfully." There were no reported complications and the patient outcome is listed as ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.